Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A non bsc balloon catheter was inserted, but was unable to cross the lesion and the device was exchanged to a 1.5x20mm apex push monorail balloon. Upon the first inflation, the balloon ruptured at 12atms. The device was successfully removed and the lesion was then dilated with a non bsc balloon and a non bsc stent was implanted. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a non bsc device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.